Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the locator wings were broken but remained secure within the locator. This suggests the wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. The device was successfully removed using the access ports and counter-traction and an assertive pull resulting in bent and broken wings. All broken wings remained secure within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. The patient's physical and anatomical conditions (overweight and prosthetic hip) could potentially contribute to the damaged wings and subsequent difficult device removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a technician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Due to a right hip prosthesis, the patient could not lay flat on the table and a pillow was supporting the right lower extremity. Reportedly, after clip deployment the device was difficult to remove. The locator wings would not retract. The accessory ports were used and the safety release button was pushed. The thumb advancer retracted. The device was removed using counter traction and a forceful pull. The patient was given morphine for pain. The procedure had been prolonged by approximately 10 minutes reportedly due to difficulty to remove the starclose se device. The starclose se clip appeared to have deployed correctly and hemostasis was achieved with the clip. There were no reported adverse patient sequelae. After removal the wings were observed to be severely damaged; there did not appear to be anything missing. Though requested, no additional information was available.